Event description:
It was reported that the implant at tooth site #19 was removed as it was fractured as well as having a fractured screw. The screw and collar of implant fx and caused abutment and crown to fall out at home.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.